Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: 7076582, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to infection. The explanted device will not be return. No further information has been obtained.